Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. Device data was sent to boston scientific technical services to review. It was found that atrial arrhythmia episodes were present in the past 3 days. It was noted that the presenting electrogram (egm) showed the device was operating as programmed. The pacing thresholds were not available. This device remains in service. No additional adverse patient effects were reported.